Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred and the alarm was unable to be cleared. There was no impact to the user's blood glucose level. There was a delay in clearing the alarm; however, insulin delivery was resumed.